Event description:
It was reported that the 9800 system had a damaged cable on the mainframe. No patient injury was reported.

Manufacturer narrative:
The hospital biomed service representative repaired the system. The interconnect cable was replaced. The system was found to be working as intended and put back into service.